Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the impella 5.0 was unable to pass through the ascending aorta. The decision was made to abort the process of placing the impella 5.0 and to implant an impella cp to continue the case.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.